Manufacturer narrative:
(B)(4). Batch # m5265z. The analysis found that one sc45a device was returned in good visual condition and with one ecr45g cartridge reload present. The cartridge reload was received fully fired and in good visual condition. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open unknown procedure, the firing force was higher than expected but the device could be fired on the blood vessel. The cartridge was green. However, the jaws did not open after the firing. Eventually, the clamped tissue was cut and the device was released from the patient. The 2nd device was used to complete the case. There were no adverse consequences to the patient. The doctor was familiar with the device.